Event description:
Procedure spleenectomy. Reportedly, the surgeon inserted and fired the device, however , it cut, but did not staple properly. Excessive bleeding occurred, therefore, the surgeon tried to use a new stapler and new reload, but it would not load properly. So, the surgeon used another device to complete the procedure. There was no patient injury reported.